Event description:
It is reported through the pt that their knee prosthesis broke. The device was implanted in 2003, and revised in 2004. At revision it was found that the spine separated from the main body of the pe. It was noted in the revision operative report that "the prior prosthesis had the posterior portion knocked off, but in view of the x-rays this probaboy relates to the knee's ability to go into relative hyperextension of the femoral component and over flexion of the tibial one."